Event description:
It was reported that the procedure was to treat a 80% stenosed de novo lesion in the superficial femoral artery (sfa) with mild calcification and heavy tortuosity. The 5x150mm absolute pro ll self-expanding stent system (sess) was advanced on a .035 guide wire to the target lesion; however, thumbwheel would not roll and therefore, the stent failed to deploy. The sess was removed from the patient. Another absolute pro stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found the stent implant was exposed 3 mm from the distal end of the stent sheath. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment.